Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged the remstar plus device caused hypothyroidism, assessed as a non-serious injury. Due to an ongoing legal hold, the device has not been returned for manufacturer evaluation. As multiple retrieval attempts were unsuccessful, no further investigation is possible at this time. In accordance with our regulatory standards, philips will reassess this matter and perform any supplemental reporting should the device or additional data be provided.